Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee pain in the patella area. Surgeon decided to remove existing patella and drill some unwanted bone tissue and replaced the patella. He wanted to replace with the sigma round dome patella. Not sure if patella was loose but it did come out rather easy. Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.